Event description:
It was reported that the patients ipg failed to maintain a charge and was charging for a longer period of time. The patient underwent an ipg replacement procedure and was doing well with good coverage. The explanted ipg was retained by the medical facility and will not be returned.